Manufacturer narrative:
An abbott field service representative (fsr) performed significant troubleshooting including cleaning the washer cup, mixer, c4 (part number 7-205314-01) and replacing the pump, probe wash, bellows type (rohs) (pnare number 7-204102-01). The complaint text states that the likely causes of the customer issue are the mixer wash cup was obstructed and the probe wash bellows pump was worn out. The architect c400690 service history review did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results since cleaning the washer cup, mixer, c4 and replacing the pump, probe wash, bellows type (rohs). Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed imprecision on the architect c4000 analyzer. Sample ID (B)(6): initial total bilirubin result of 14.3 mg/dl retested at 9.0 mg/dl on the same analyzer and 15.3 mg/dl on a different analyzer. The normal range for this neonatal patient is 0.2 - 12.0 mg/dl. No adverse impact to patient management was reported.